Event description:
Impedance readings >2000 ohms was reported on all or some of the unipolar pairs. The patient experienced a lack of effect. No fractures were noted on xray. The neurostimulator was explanted due to normal battery depletion. The extension was attributed the event. The neurostimulator and extension were replaced. No injury was reported. The patient recovered without sequela. Refer the MFR report #30042019178200804235.

Manufacturer narrative:
The stimulator was returned for analysis. Evaluation results: device analysis revealed broken weld(s) at the bond wire pad(s)- lifted bond wire pad(s). Upon opening up the stimulator, both # 0 feed through wires were confirmed to be lifted. The epoxy bonds were broken at both b+ and b- terminals. All other feed through wires were also lifted, likely due to performing the destructive analysis process. The battery had expanded. The device was placed on the automated test system (ats) to test the various programmable features and output ranges. This testing did not reveal any anomaly. There were burn marks on the titanium can/insulation coating. The insulation coating and connector block were scratched. Foreign material was found in the connector port(s). There was acceptable, stable output observed on each electrode pair, except # 0. There was a cosmetic depression the #0 setscrew grommet(s).